Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor break. The customer's blood glucose value was 168 mg/dl. The customer stated that the transmitter does not blink when connected to the sensor. The customer stated that the cannula was missing. The product was not returned for analysis.